Manufacturer narrative:
B3: date of event. Exact date of event was not provided; therefore 01/01/ 2025 was used as an approximate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of atrophy and urinary incontinence are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urethral atrophy causing recurring incontinence. A surgical procedure was performed to remove and replace the aus. The cuff size was reduced from 5.5 cm to 4.5 cm. No additional patient complications were reported.

Manufacturer narrative:
B3: date of event. Exact date of event was not provided; therefore 01/01/2025 was used as an approximate date. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urethral atrophy causing recurring incontinence. A surgical procedure was performed to remove and replace the aus. The cuff size was reduced from 5.5 cm to 4.5 cm. No additional patient complications were reported.